Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument did not have enough lives. The initial reporter indicated that she was not given any more details about why the instrument was being returned. There was no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. The instrument was placed on an in-house system, the engagement and the recognition test passed. The instrument was used seven times and has three lives remaining. Failure analysis also observed broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.